Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Customer reported incorrect pipetting in position g10 and no error reported. Fe inspected all tip and plunger clamps, cleaned all tip and plunger clamps. Tested "lld" with "splld" test and tested summit with oas user software test. Passed all tests. The instrument was tested without further problem, and was returned to expected operation.